Event description:
It was reported that the right ventricular (rv) lead was requested for review and was observed to have possible loss of capture due to dislodgement. To date, the lead remains implanted and the sensitivity was reprogramed. No adverse patient effects were reported.